Event description:
The customer states that in 2004 a patient (diagnosed with unstable angina and admitted for chest pain) sample generated an axsym troponin-I assay (lot 10261m301) result of 7.5 ng/ml with a ckmb result of 0.7 ng/ml. Six hours later, a new sample generated a troponin-I result of 6.9 ng/ml with a ckmb result of less than 0.7 ng/ml. The pt was drawn a third time with a troponin-I result of 7.1 ng/ml and a ckmb of less than 0.7 ng/ml. One of the samples was also tested with axsym troponin-I reagent lot 10263m301 and generated a value of 6.5 ng/ml. A cardiac catheterization was performed with no cardiac damage discovered. The initial sample was also sent to another lab for troponin-t testing and generated a result of less than 0.1 ng/ml. A monospot test was negative. Controls have been within specifications on all runs. The pt had a negative stress test and was discharged. There is no further impact on pt management reported.